Manufacturer narrative:
Citation: zhu f, zhai g, he s, liu z and he z (2026) efficacy and safety of transcatheter aortic valve replacement for the treatment of pure severe native aortic valve regurgitation: a single-arm meta-analysis. Front. Med. 13:1735206. Doi: 10.3389/fmed.2026.1735206 earliest date of publication used for date of event. Earliest approved corevalve/evolut r product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve replacement (tavr) for pure severe native aortic reg urgitation. The authors included 29 studies in the analysis, encompassing a total of 2,773 patients. Medtronic corevalve/evolut r and various non-medtronic valve types were used throughout the pooled patient population. The following adverse outcomes were extracted and analyzed: stroke, acute kidney injury, myocardial infarction, vascular complications, bleeding events, permanent pacemaker implantation, and readmission for heart failure. Mortality rates were also assessed. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.